Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a backup battery (bb) fault alarm. The patient had a previous experience with an bb fault alarm in (B)(6) 2021 that resolved for a time when the bb was replaced, but the alarms then resumed the site planned to replace the system controller on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via analysis of the submitted log file; however, the alarms were not reproduced during testing of the returned heartmate 3 system controller (B)(6). The log file downloaded from the controller contained approximately 15 days of data (11jan2022 ¿ 26jan2022 per the timestamp). A backup battery fault alarm activated from 19jan2022 at 16:34:09 to 22jan2022 at 3:42:33 due to a load test failure; the alarm cleared due to an additional load test being performed and the backup battery passing the load test. The load test failed due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The driveline was disconnected on 10nov2021 at 10:13:44 to exchange the system controller. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. Although the root cause of the reported event could not be conclusively determined through this analysis, this system controller was manufactured prior to an implementation to address backup battery faults due to load test failures due to issues with the backup battery connector. Incidental findings: a tear on the white power cable near the strain relief of the connector; no wires were exposed from the torn cable. The protective layer underneath the jacket of the white power cable and the shielding of the white power cable were observed to be torn near the connector. The device history records were reviewed and the records revealed that (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2020. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the system controller and the system controller power cables. Heartmate 3 instructions for use section 6, entitled ¿patient care and management¿, states that the system controller must be connected to the power module or the mobile power unit during sleep or any time when sleep is likely. The patient may not be able to hear alarms while sleeping on battery power. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.